Manufacturer narrative:
The reported event of no rf telemetry was confirmed by analysis, and the reported event of premature battery depletion was not confirmed by analysis. As received, the device with no output or telemetry communication was returned for analysis. Final analysis found an anomaly between the pre-casted header and the titanium case. After cutting the pacemaker open, analysis found that the battery was at normal level. A feedthrough leak test indicated a breach in the device's hermeticity, consistent with feedthrough damage caused by fluid intrusion between the header and the case, leading to fluid ingress into the internal electronics. The hybrid circuitry was tested using an external power source, and the results showed normal current drain. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented at clinic due to a congenital heart block. It was discovered that the patient's pacemaker exhibited interrogation failure due to premature battery depletion. The pacemaker was successfully explanted. Patient was stable.